Event description:
Report states on 6/18/96 the index mcp joint radiographically appears disrupted with difficulty seeng the distal spine in the proximal phalanx with fullness in the interspace between the index and long fingers that corresponds to the silicone spacer. There also appears to have been placement of a surgical device at the second metacarpal phalangeal joint with some subluxation of the proximal end of the proximal phalanx anteriorly. There is some deformity to the distal second metacarpal indentified. At the time of surgery, both proximal and distal stems were found to be fractured. The proximal stem was retrieved from the metacarpal. The distal stem could not be found.